Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and defibrillation shocks to the patient. Technical services (ts) was consulted and determined that therapy was delivered because the observed rhythm reached the ventricular fibrillation (vf) therapy zone set at 200 beats per minute (bpm). Reprogramming of detection enhancements were discussed, and additional information was requested from the facility in order to proceed. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.